Event description:
A 19 yr old male pt was on ECMO support. After 22 hours of support, the device (s/n 1483049) exhibited plasma break through and was changed out. After 30 hours of support, a second device s/n 1480912 was changed out for plasma breakthrough. The third device s/n 1549251 exhibited plasma breakthrough after 30 hours. ECMO is an off labeled use of the device. The device is designed and labeled to operate for a maximum period of 6 hours. Info rec'd indicated that support was discontinued due to pt's bad condition (multi-trauma from car accident).